Event description:
...

Manufacturer narrative:
Qc was within the established ranges. Changing reagent lot resolved the issue. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by immage 800 immunochemistry system. The results were reported out of the laboratory. Subsequent testing with reagent of different lot produced negative results. There was no effect to patient or user.